Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g3, g6, h10. Event description: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6) 2020 due to implant fracture. Review of received data no medical data relevant to the case has been received. - due diligence: further due diligence to support the conclusion was completed and documented in diligence logs. - patient data: born in 1936, last recorded weight 76kg, height 160cm past medical history: type 2 diabetes, bilateral tkr's, right hip bipolar hemiarthroplasty, osteoporosis, previous hysterectomy. The following was reported regarding contributing conditions related to the event: patient fell on (B)(6) 2020 when hurrying to the bathroom at home (lost balance and fell over). Patient sustaining a left sided periprosthetic distal femoral, with a well fixed tkr. Underwent ncb fixation on (B)(6) 2020. Was on the ward going to the bathroom with a sara steady frame on 13/4/20 (17 days post-op) when she felt a 'crack' in her left thigh and the leg gave way on her, causing her to fall onto her bottom. Subsequent x-ray revealed the plate had broken and the bone further fractured under the plate. The patient then underwent revision surgery on (B)(6) 2020 to remove the broken plate and screws + was revised to an ncb peri-prosthetic 18 hole distal femur plate. It is noted that there seems to be a lot of discrepancy in regards to the dates given in the text. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate could not be reviewed due to unknown product identification. Conclusion: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6) 2020 due to implant fracture. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is reported that the patient has osteoporosis, if and to what extend this may have influenced the bone healing remains unknown. Further it is reported that 17 days post-implantation the patient felt a 'crack' in her left thigh causing her to fall onto her bottom. Subsequent x-ray revealed the plate had broken and the bone further fractured under the plate. It is noted that there seems to be a lot of discrepancy in regards to the dates that were reported. The exact course and connection between the plate fracture, the bone fracture and the fall of the patient cannot be further evaluated. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
Investigation was reopened due to the product being returned to manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. 1. Event description: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6) 2020 due to implant fracture. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data no medical data relevant to the case has been received. Due diligence: further due diligence to support the conclusion was completed and documented in diligence logs. Past medical history: type 2 diabetes, bilateral tkr's, right hip bipolar hemiarthroplasty, osteoporosis, previous hysterectomy. The following was reported regarding contributing conditions related to the event: patient fell on (B)(6) 2020 when hurrying to the bathroom at home (lost balance and fell over). Patient sustaining a left sided periprosthetic distal femoral, with a well fixed tkr. Underwent ncb fixation on (B)(6) 2020. Was on the ward going to the bathroom with a sara steady frame on (B)(6) 2020 (17 days post-op) when she felt a crack in her left thigh and the leg gave way on her, causing her to fall onto her bottom. Subsequent x-ray revealed the plate had broken and the bone further fractured under the plate. The patient then underwent revision surgery on (B)(6) 2020 to remove the broken plate and screws + was revised to an ncb peri-prosthetic 18 hole distal femur plate. It is noted that there seems to be a lot of discrepancy in regards to the dates given in the text. 3. Product evaluation: visual examination: two plates, several screws and locking caps as well as a piece of cerclage wire was recieved for investigation. One of the plates is still intact (02.02264.115 // 3007600) while the other plate is fractured (02.02260.109 // 2901772). The intact plate seems to be new and does not show any signs of use. The other plate is fractured into two parts. The fracture of the plate is located through a hole. Under certain light conditions beach lines are visible on the fracture surfaces, which point to a fatigue fracture. The fracture surfaces shows also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the plate. On the bone facing side next to the fracture location some polishing and an indentation with the pattern of the cerlage wire. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6) 2020 due to implant fracture. Two plates were received for investigation. One of the plates is still intact (02.02264.115 // 3007600) while the other plate is fractured (02.02260.109 // 2901772). With the available information it remains unknown how the intact plate is connected to the reported event. The visual examination of the fractured plate indicates a fatigue fracture. Microscopically, no defects can be observed that could trigger or contribute to the fracture. Based on the visual investigation the reported event can be confirmed. Neither x-rays, operative notes nor office visit notes were received therefore patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is reported that the patient has osteoporosis, if and to what extend this may have influenced the bone healing is unknown. Further it is reported that 17 days post-implantation the patient felt a 'crack' in her left thigh causing her to fall onto her bottom. Subsequent x-ray revealed the plate had broken and the bone further fractured under the plate. It is noted that there seems to be a lot of discrepancy in regards to the dates that were reported. The exact course and connection between the plate fracture, the bone fracture and the fall of the patient cannot be further evaluated. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Fatigue fractures can possibly occur due to a cyclic overloading. Possible contributing factors to the overload could be wrong patient behavior and / or a not properly healed bone fracture. However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6)2020 due to implant fracture. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records could not be performed due to unknown product identification. Raw material certificate: the raw material certificate could not be reviewed due to unknown product identification. Conclusion: it was reported that the patient was implanted with an ncb plate on (B)(6) 2020 and underwent revision on (B)(6) 2020 due to implant fracture. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation result is available now.

Event description:
This case has been re-opened to enter additional information.

Manufacturer narrative:
This case has been re-opened to enter additional information. Contributing conditions related to the event were also mentioned and are under review. An update of the investigation is ongoing and an amended medical device report will be submitted once the results are available. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k042695. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent revision surgery approximately 3 weeks post-implantation due to implant fracture.